Manufacturer narrative:
One 7209498 45 degree left angled arthropierce instrument reported on. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, while passing the cuff with the device, the tip broke in several pieces. One was found and retrieved, the other was not and was left behind. There was a delay of more than 2 hours. A backup device was available to complete the procedure. Patient outcome is good.